Event description:
The patient presented with a ruptured left sided posterior communicating artery aneurysm. After placing several coils without issue, the subject device was being deployed into the aneurysm when it was noted to be protruding through the aneurysm dome. The physician quickly repositioned the coil within the aneurysm and detached the coil. The patient suffered a re-bleed of the aneurysm that lasted approximately three minutes; it was stopped with administration of protamine and additional coils. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Aneurysm rupture and hemorrhage are known and anticipated complications to these types of procedures and are listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient presented with a ruptured left sided posterior communicating artery aneurysm. After placing several coils without issue, the subject device was being deployed into the aneurysm when it was noted to be protruding through the aneurysm dome. The physician quickly repositioned the coil within the aneurysm and detached the coil. The patient suffered a re-bleed of the aneurysm that lasted approximately three minutes; it was stopped with administration of protamine and additional coils. There was no reported clinical consequence to the patient.